Manufacturer narrative:
Investigation summary: laboratory analysis did not confirm the reported clinical observations of pump dimpled and mechanical non-conformance. DHR review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. The pump was visually and microscopically inspected, and leak and functionally tested. The pump passed all the performed tests. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). Inspection of the device revealed that the pump dimpled after it was squeezed. Troubleshooting was attempted by the facility personnel to no avail. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. The patient was stable and got better after the procedure. Following the intervention the patient was retrained and the ipp tested several times.

Event description:
It was reported that the patient experienced mechanical issues with this inflatable penile prosthesis (ipp). Inspection of the device revealed that the pump dimpled after it was squeezed. Troubleshooting was attempted by the facility personnel to no avail. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. The patient was stable and got better after the procedure. Following the intervention the painted was retrained and the ipp was tested with success.